Event description:
It was reported that the ilet pump¿s wake/sleep button was unresponsive and the device would only power on when connected to a charger, after which the device would no longer be watertight and required replacement. Symptoms included no adverse clinical effects and a reported blood glucose of 151 mg/dl. Outcomes included continued use of the ilet only when connected to external power, user education on shutdown procedures, and transition planning for replacement and potential use of backup therapy and standalone cgm. Investigation included remote troubleshooting, review of user-provided video, verification of device information and logistics for replacement and return. Investigation of this case revealed a hardware failure of the wake button consistent with a mechanical or electrical actuation fault in the user interface component, with device function otherwise intact when externally powered. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure not attributable to user operation.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.